Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving three separate products and associated with MDR numbers 1225714-2013-00579, 1225714-2013-00580, 1225714-2013-00581, 1225714-2013-00582.